Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
According to sn rahimi, the stent dislodged when scope was withdrawn after procedure, the a new stent from competitor was used and it didn¿t dislodge did any piece of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? No. Did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No.

Event description:
Supplemental report is being submitted due to completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x ttso-10-10 of lot number c1805601 was returned to cirl for evaluation. Document review including IFU review: prior to distribution all ttso-10-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ttso-10-10 of lot number c1805601 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1805601. There is evidence to suggest that the user did not follow the instructions for use (ifu0045-7) with additional information stating that an incorrect sized wireguide (0.025") was used. Root cause review: a definitive root cause could not be established due to the device not being returned and limited information. A possible root cause of the migration could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent and it is possible that the migration that occurred could have been a cascading effect. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the additional information received on 24-may-2022 confirming the use of the incorrect wire guide. Additional information received as follows: 1. For all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact ¿ upon stent deployment. 2. What was the target location for the stent? Common bile duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Air conditioned room with fair lighting. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 0.025 wire guide. 5. Was the wire guide lubricated prior to use? N/a, yes, no. 6. Was the wire guide inspected for damage prior to use?* n/a, yes, no. 7. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. 9. If yes please indicate the type of procedure performed. Sphincterotomy 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 11. If not with the device in question, how was the procedure finished?* used competitor¿s stent. 12. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, ercp scope. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* n/a, yes, no. 7. Was resistance encountered when advancing the introduction system in place to the target location?* n/a, yes, no. 8. How did the physician deal with this resistance? 9. How did the physician determine the length of the stent to be used for the procedure? Used the scope. 10. Where was the stricture located in the duct? Distal common bile duct. 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Nil. 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a, yes, no. 13. After placement, was stent position verified? N/a, yes, no. 14. If yes, please describe how. Fluoroscopic guidance. 15. Please estimate the amount of time the stent was in place prior to this occurrence. During the ercp procedure. 16. Did any section of the device detach inside the endoscope or patient? N/a, yes, no. 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a, endoscope, patient. 19. Was the broken device retrieved? N/a, yes, no. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. 29. If yes, please specify what was observed and where on the device it was observed.